Manufacturer narrative:
(B)(4). Device evaluation found almost the whole monofilament was exposed at the guide and the posterior cuff and needle tip were still attached to the rail end. During testing the remainder of the monofilament was pulled from the device without resistance. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and could appear similar to a cuff miss. When the suture is harvested and pulled through the suture bearing and the anterior needle guide, resistance at this point of deployment can cause the link to detach or break. A link pull can be influenced by many factors including, but not limited to, excessive tension during plunger retraction by aggressively removing the plunger and excessive force caused by high friction against the suture due to challenging anatomies. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.